Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil and delivery wire arms were interlocked within the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The twist lock had been opened. The coil was removed from the introducer sheath. The coil was inspected and found to be kinked and stretched at the proximal end. Traces of blood were present at the distal end. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was buckled/kinked. The zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and no damage was noted. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage was noted. All other dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous left internal iliac artery (iil). A 6mm x 20cm interlock¿-35 was selected for use. Shaping was not performed and continuous flush and flushing of hoop were performed. During the procedure, after 3 non bsc coils were deployed, the complaint device became stuck as it was coming out from the catheter. Then, it was noted that the coil protruded from the tip of the microcatheter upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous left internal iliac artery (iil). A 6mm x 20cm interlock -35 was selected for use. Shaping was not performed and continuous flush and flushing of hoop were performed. During the procedure, after 3 non bsc coils were deployed, the complaint device became stuck as it was coming out from the catheter. Then, it was noted that the coil protruded from the tip of the microcatheter upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.